Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, one of the of large needle driver instrument¿s jaws (inner surface) was partially broken. A same kind backup instrument was used. The procedure was completed with no reported injury nor delay. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed on the patient when the issue was identified. With "partially broken", the customer meant that the inside part of the instrument's tips (the part that holds the needle) was observed to be broken. One of the instrument's tips was broken. Or team didn't find any fallen pieces. There was no broken/loose cable.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the large needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. Failure analysis engineer. The following additional information was provided: it looks like a piece of the carbide insert on the grips has broken off and is missing resulting in a potential fragment. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The large needle driver has been returned and evaluated by the failure analysis team and found to have a broken grip at the midpoint of the grip. A piece approximately 0.063" x 0.086" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.